Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during a procedure the sys shut down on its own, but was restored to proper function after plugging the unit into another outlet. The sys was re-booted and surgery was completed without harm to the pt. It was noted that the hosp has been under construction.